Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that the patient had walking difficulty/immobility/loss of balance/unable to get out of bed. Pt called the rep and told them that their post-op appt is in a couple days and they do not want the stimulator turned on. Since the surgery patient has lost right side mobility. They can wiggle their toes and they are in "intense physical therapy since surgery". Patient is having a MRI today to discuss being discharged. Rep additionally reported that they joined the healthcare provider (hcp) in seeing the patient, who is currently in inpatient rehab with limited function in their right leg. Patient has undergone two MRI scans, which ruled out a hematoma. The physician¿s plan is for the patient to continue intensive rehab to improve their symptoms and regain as much function as possible. While there is no plan to explant the spinal cord stimulator, this option was discussed, and the physician expressed optimism that the stimulator may help improve their symptoms over time. The patient has chosen not to initiate any programming or activate the spinal cord stimulator at this time. Patient plans to contact the clinic when they are ready, potentially waiting up to six months to allow time for recovery from their post-surgical symptoms.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.